Event description:
It was reported that the pump shut off unexpectedly. The customer was able to turn the pump back on. Reportedly, the pump had gotten wet (splashed with pool water). There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.